Manufacturer narrative:
Physio-control evaluated the device but was unable to verify the reported issue. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported to physio-control that their device lost power 4 times during a patient event. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.